Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient was referred for a lead revision, however the physician decided to remove the rv lead and upgrade the device to a cardiac resynchronization therapy defibrillator (crt-d). The rv lead was surgically removed and a new rv lead was implanted. No additional adverse patient effects were reported.